Manufacturer narrative:
The customer returned one used list #142550489 primary plumset with an unknown microclave attached to the secondary port for complaint investigation. The returned sample was leak tested per product specification. There was a leak observed from the inlet filter. A green dye test was performed, where the leak was observed to be coming from a small, centralized location on the inlet filter. The complaint of leaking at the filter can be confirmed. The probable cause of the observed leak was due to a pinhole in the filter vent material. The damage is typical of an electrostatic discharge to the filter vent that occurred during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that was reportedly leaking an unspecified medication/infusate from the bottom side of the filter during an infusion. The product was removed immediately. The unspecified liquid infusate came into contact with the patient and the healthcare provider. The area on the patient was cleaned and the staff had them wash their hands. The tubing was connected to the patient¿s port-a-cath and there was no blood loss or bleed back. No holes, cuts, tears or any other defects were noted and there were no other (mating) devices attached to the involved device. There was no report of human harm associated with the complaint/event. This reflects the first of two occurrences.